Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/3/2023. H6 component code: g07002 incomplete device returned. A manufacturing record evaluation was performed for the finished device semjah batch number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device shmhsx batch number, and no non-conformances were identified. Expiration date: jun/30/2027 date of mfg.: jul/14/2022. Additional information was requested, the following was obtained: it was recently reported that there are two possible lots used in this event semjah and shmhsx. Please clarify if these lots were possible lot numbers were applicable to both impacted product or one specific impacted product. It is unknown which lot numbers are the correct. We have received two packages for one product. H3 investigational summary: the product was returned incomplete to ethicon for evaluation. An analysis of the product could not be performed since a physical sample was not received for evaluation, only one empty opened foil. As part of ethicon's quality process, each batch is randomly visually inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: lot number : semjah semjah, shmhsx. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was recently reported that there are two possible lots used in this event semjah and shmhsx. Please clarify if these lots were possible lot numbers were applicable to both impacted product or one specific impacted product. A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Additional information: d4, h4 ¿ the actual device batch number associated with this event is not known. The following are the possible batch numbers: semjah / shmhsx. Batch semjah mfg date: 05/26/2022, exp date: 04/30/2027. Event related to mw # 2210968-2023-00965. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture broke during use consecutively. No adverse patient consequences were reported. Additional information was requested.